Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model unk denali vena cava filter allegedly experienced difficult to remove, unintended movement, obstruction and perforation of the ivc. This information was received from one source. The malfunction involved patients with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunctions were not provided and a lot history review could not be performed. The devices were not been returned for evaluation, therefore, the investigation is inconclusive for perforation of the ivc, occlusion, unintended movement and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. Stavropoulos, s. W., sing, r. F., elmasri, f., silver, m. J., powell, a., et all. (2014). The denali trial: an interim analysis of a prospective, multicenter study of the denali retrievable inferior vena cava filter. Journal of vascular and interventional radiology, 25(10):1497-505. Doi: 10.1016/j.jvir.2014.07.001 h10: (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for difficult to remove, unintended movement and obstruction as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced difficult to remove, unintended movement and obstruction. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review was not performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for perforation of the ivc, occlusion, unintended movement and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6(device: 4001). H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced difficult to remove, unintended movement, obstruction and perforation of the ivc. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.